Event description:
It was reported that during implant procedure patient's right ventricular (rv) lead exhibited helix anomaly due to which the lead helix was difficult to be extended. Externalized conductors were also noted on the lead. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events of externalized conductors and failure to extend helix were confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with dried blood. After cutting the lead, cleaning the distal portion of the lead, and by applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. Visual inspection of the lead found one filar of the inner coil stretched out from the connector pin which is consistent with procedural damage. X-ray examination found the inner coil to be over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of reported event was due to dried blood in the helix region, blood on the inner coil, and over-torque of the inner coil. All damage found is consistent at the time of procedure.